Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the insertion flexible tube (ift) buckled; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Up angle wire ruptured. This event occurred at the time of during inspection. There was no report of patient harm.